Manufacturer narrative:
.

Event description:
(B)(6) problem statement: the customer reported the screen went blank and the device shut down while in use. Device evaluation: the manufacturer's field service engineer ran the device on a test lung and was unable to duplicate the reported problem. Review of the diagnostic history log indicates a restart while in normal ventilation. The device passed a full performance verification test. Patient/user involvement: no patient harm reported . No patient information available.